Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed metal gouging found at the distal end between the inner and outer shaft. Further investigation revealed the outer shaft was bent. Based on the information provided and device evaluation, the complainant's event is typically caused when the user applies excessive bending/leveraging force on the device during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that there was significant metal debris from the burr during a subacromial decompression in an arthroscopic shoulder. Reporter states that it was impossible to completely remove all the metal debris as it is microscopic metal shavings/dust.